Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an error code and thereafter failed to boot up. There are no reports of patient injury or death associated with this event.